Manufacturer narrative:
(B)(4). Batch #: u94148. Additional information was requested and the following was obtained: does the damage on the packaging compromise the sterility of the device? Yes investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the har36 device was returned along with the tyvek with no apparent damage. As the blister was not returned and the sterile package was opened, we were unable to investigate further the packaging integrity issues reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. , no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.